Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited a display calibration problem. There was no patient involvement.